Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-15109 and -15110. The pt is implanted with 3 model 3163 (off label) leads (from the same lot) and model 3153 (off label) lead as part of her pns system. It was reported, the pt is experiencing overstimulation and soreness at the ipg site as well as ineffective stimulation. Surgical intervention will be taken at a later date to address this issue.